Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tnl) results from 2 different pt samples that were generated by the unicel dxl 800 access instrument. Pt a: an accu tnl result of 0.21ng/ml was obtained and nurse questioned the result as it did not fit clinical picture. The pt original sample was re-tested for accu tnl and repeated results were: 0.91ng/ml, 0.04ng/ml, 0.05ng/ml, 0.04ng/ml and 0.04ng/ml. Accu tnl result of 0.04ng/ml was reported out of the lab. Pt b: two samples(serum and lithium heparin) were collected from the pt and tested for accu tnl. Accu tnl result from serum sample was 0.24ng/ml. Accu tnl result from lithium heparin sample was 1.71ng/ml. The customer re-tested lithium heparin sample for accu tnl and repeated result of 0.23ng/ml was reported out of the lab. There was no report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: qc was within specifications before the event. Trouble shooting system check performed on 05/16/06 was within specifications. The specimens were collected in bd, 13x75 or 13x100 lithium heparin tubes without gel. The samples were centrifuged at 3,000 rpm for 10 minutes. The sampling was done from primaryy tubes. When asked if tubes were inverted after sample collection, the customer stated "no one is doing that, no even my tech". A field service engineer (fse) was dispatched to the customer lab on 05/17/06. The fse ran diagnostic testing; the results were within specifications. The fse verified that the instrument was operating per established procedures. In follow-up with the customer, they stated that they are now using insert cups to run tests and have not seen any add'l events since this change. Pre-analytical factors may have contributed to this event; however, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.